Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, patient service sent an email pertaining to a patient's current hospitalization that resulted from his inability to receive his dexcom supplies. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. It cannot be verified if the hospitalization mentioned was related to any dexcom malfunction or not. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.